Manufacturer narrative:
Concomitant products: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2014, product type: lead. Product ID: 977a260 serial# (B)(4), product type: lead. Product ID: neu_stylet_acc, lot# serial# unknown, product type: accessory. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. (B)(4).

Event description:
It was reported that there was low impedance observed during an implant procedure on (B)(6) 2014. The first lead (0-7) worked fine from the beginning and was implanted but there was a second lead (8-15) with shorts (low out of range impedance value). At 3.0 volts, - 150 ohms was observed and at 0.25v - 50 ohms. It was noted that there was lead/extension/accessory breakage and here was a possible defect/damage. The troubleshooting that was done in the operating room could not be determined, but while in the middle of troubleshooting suggestions, the healthcare professional (hcp) decided remove the previous lead and to insert a new lead (B)(4) . It was also noted that the stylet was bent when retrieved from the spine. The third lead was implanted and working fine at the end of the call. The serial number for the lead with the short was not captured as the two leads were opened at the same time. However, it was noted to be either lead with serial number (B)(4). The event was not determined. It was also noted that there was stabbing pain in the right heal. There was no patient death or injury. However, it was also reported the patient¿s status was not known. Later, the lead with serial number (B)(4) was returned. No outcome was reported regarding this event. Further follow-up is being conducted for this information.

Manufacturer narrative:
Analysis of the lead with serial number (B)(4) found that there was no anomaly. There was an insulation leakage test and an impedance test in saline and these showed no electrical anomalies. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.